Manufacturer narrative:
D4:lot number is unknown and is under investigation. Additional information no type of intervention done to the patient as a result of the event. This balloon was included with the following products: eg38-j10ut_q00xhaa007 no malfunction of the endoscope (eg38-j10ut) has been reported. Pentax medical states that the sterilization period for target balloons is two years. Based on the investigation, tests for product function, deterioration of the packaging material, and biological risks were conducted and confirmed that the criteria were met during the following period for each test.-product function: four years and six months package integrity: three years and three days. Biological risks: three years and one month. The expiration of the sterilization of this balloon was reported at the time of product installation and was not used for examination. Therefore, it was determined that a hazardous situation does not occur and harm does not occur due to this event. Dhrs were reviewed based on the lot numbers of the balloons, and no deviation or nonconformity was found. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2024-00083_oe-a51_1021012_expired balloons in box, oe-a60_unknown_expired balloons in box, 9610877-2024-00085_oe-a60_1011062_expired balloons in box.

Event description:
B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer. Based on the initial report, 3 new eus scopes have expired balloons in their box. Description of any actions taken: submitted request to make sure when eus scopes are sent out, balloons are not expired. This event occurred at the time of during installation. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: type of report. H2: if follow-up, what type? Additional information: investigation revealed that the balloon that was packaged with the endoscope (eg38-j10ut/q00xhaa007) had a sterilization expiration date of 31-jun-2026 and that the balloon with no problem was packaged. This case was reported in error and is not a complaint. Therefore, based on the results of the investigation, a decision was created again and MDR was determined to be unnecessary. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.